Manufacturer narrative:
No product will be returned for eval.

Event description:
In 2009, pt reported her blood glucose was running high today. Pt stated, she had a blood glucose of 285 mg/dl at 7 am, and she delivered a bolus of 3.0 units of insulin to correct. She reported that at 1:30 pm, her blood glucose was 407 mg/dl. Pt reported she has rec'd no errors displayed on her infusion device today. Educated pt on how to check the infusion device battery type, so she can have her husband check it for her when he arrives. Educated her on how often to change the infusion site and recommended she change the infusion site as soon as possible. On follow up call five days later, pt reported her blood glucose had returned to her target range after changing the infusion site. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.